Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported ¿replacement of allergan implant due to capsular contracture¿, baker grade iii, event confirmed via ultrasound. This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6.

Event description:
Later healthcare professional reported via histology report: "macroscopic description: the attached container has a capsule layer near the fragmented leaf. Fragments ranging in size from 2.5* 1.5* 0.7 cm to 12.0* 6.0* 1.0 cm. The inner lining is rough. The thickness of the wall is up to 0.3 cm. Microscopic description: fibrous wall fragments with focal hyaluronosis, mixed cell inflammatory infiltration with predominance in inflammatory infiltrate of macrophages, histiocytes and admixture of foreign body type multinucleated cells. Fragments of transversely striated muscle tissue with angiomatosis and lymphocytic infiltration are also determined. Pathological examination (diagnosis): the morphological picture corresponds to fibrosed implant capsules with signs of chronic inflammation." Healthcare professional also reported via ultrasound: "right breast: focal pathology is found: subareolar cyst is 2.5 mm; gel shell implants on both sides are: placing: retropectoral, borders: clear, the contour is somewhat uneven, the fibrous capsule is thickened to 2.7 mm, compacted. Internal echostructure: homogeneous, free liquid around: a lateral strip of up to 1.5 mm is determined, implant migration: no. Opinion: ultrasound signs of pathological cysts, capsular contracture of implants in both mammary glands (bi-rads right 2)." This record is for the right side. Device has been explanted and replaced with another manufacturer's device. The event of cysts has been deemed not device related.

Event description:
Healthcare professional reported "replacement of allergan implant due to capsular contracture", baker grade iii, event confirmed via ultrasound. This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
Corrected data: g3: aware date in previous supplemental medwatch should have been listed as 09apr2025.